Manufacturer narrative:
Additional information: the thumbswitch stopped functioning while the device was in the patient. The thumbswitch was able to be turned off. The cutter was located inside the housing for safe removal of the device from the patient. No deformation was noted in the cutter upon removal of the device from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used a hawkone with a 6fr sheath and 3mm spider fx embolic protection device during treatment of calcified and plaque lesion(s) in the patients tibial/popliteal trunk, posterior tibial artery and anterior tibial artery. Vessel diameter reported as 3-4mm. Slight calcification and tortuosity are reported. Lesion exhibited 85% stenosis. IFU was followed. It is reported that the thumbswtich would not close. This was attempted multiple times. The device was removed from the patient and cleaned twice. The device was re-entered and the difficulty remained. The device was removed and replaced to complete the procedure.